Event description:
Information received regarding the explanted device notes that the patient had been feeling faint, light headed and dizzy. A n initial interrogation was difficult and there were dashes for the parameter values. Attempts at reprogramming the pacer were unsuccessful. Subsequently, the device was replaced.